Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-00646.

Event description:
It was reported that the customer had been having issues with the sensors not getting a signal after inserting them. It was also stated that the customer was hospitalized due to diabetic ketoacidosis a while back. No date of event or further information provided. It was also stated that the customer discarded that sensors he had problems with. Advised that replacements would be sent to him. Nothing further was reported.